Event description:
It was reported that t-wave oversensing was noted on stored episodes that began a few hours post implant. There was some indication of electrolyte imbalance at the time of the episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.